Event description:
It was reported that the physician attempted to insert the arrow central venous catheter into the pt's femoral. At which time, the spring wire guide became kinked. As a result, another kit was used. A total of 3 kits were used with the same issue. A fourth kit was used successfully. This report is for the third event. The subsequents events have been reported under MDR#s 1036844-2015-00076 and 1036844-2015-00077.

Manufacturer narrative:
Qn#(B)(4).